Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when trying to fire, the device could not be fired, so a new product was opened to solve the problem. There was no patient injury.